Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the coronary guidewire could not be inserted into the left ventricular (lv) lead. The lv lead was not used and replaced. The patient remained stable throughout the procedure.